Event description:
The following description of the event was reported to carefusion by foreign distributor. "Dealer claims the unit is alarming vent inop and turbine fault alarm after switch ventilator on. There is not gas delivery from outlet, when we replaced the turbine ther problem was corrected. The turbine is defective. Important information: the ventilators were not on patients when the problems occurred."

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information provided by the foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioned turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issue a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of january 20, 2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow-up medwatch report will be submitted.